Event description:
It was reported that the pulse generator was explanted, due to elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to normal battery depletion. The battery was at elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field notes that the patient presented to the hospital after a syncopal episode. An segm showed atrial loss of capture with the appropriate av delay followed by a retrograde p-wave that fell in refractory. The long term threshold record showed thresholds between 0.5 v and 2.5 v.